Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The ge healthcare service representative reported that while replacing the adjustable pressure limiting valve with adjustable pliers the tool slipped causing an injury to the hand. The ge healthcare service representative received 2 stitches to repair the wound. This incident occurred during service of the unit before patient use.

Manufacturer narrative:
After completion of the investigation, the reported harm to the field personnel's finger cannot be attributed to aestiva machine. The procedures to replace the adjustable pressure limiting valve are clear to ensure separation of the service personnel hands to prevent injury.